Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was between 90-135 mg/dl. The customer did not want to trouble shoot the sensor issue but instead simply wanted the problem documented. The customer will talk to a health care provider about moving the sensor to a different location on her body. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.